Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant, it was noted that the implantable cardioverter defibrillator was in backup vvi mode. There was no patient involvement.

Manufacturer narrative:
The reported field event of bvvi was confirmed in the laboratory and was due to an uncorrectable nmi error while in shipped settings. The device was tested on the bench and was found to be normal. The cause of the bvvi event could not be conclusively determined.